Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). Boston scientific technical services (ts) discussed that power consumption was high, and it could be related to atrial fibrillation (af). This device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). Boston scientific technical services (ts) discussed that power consumption was high, and it could be related to atrial fibrillation (af). This device remains in service. No adverse patient effects were reported.